Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the lead is showing an increase in capture threshold. The lead is still in use and will be monitored. No patient complications were reported as a result of this event.